Event description:
Over the past couple of weeks, a customer reported an issue with their temporary basal rate stopping inconsistently, receiving error messages whether the rate successfully stopped or not. On one occasion, when the temporary basal rate failed to stop as intended, the customer's blood glucose level dropped to 40 mg/dl. Customer consumed carbohydrates to address bg. The customer attempted several corrective actions, including resetting and updating the pump, but the issue persisted. The customer continued to use the pump for insulin therapy.